Event description:
While treating a pt on a cobalt 60 teletherapy device, electrical power to the machine was interrupted. When electrical power was restored, the equipment was restarted and the technician proceeded to deliver the balance of the treatment. Upon completion of the treatment, it became apparent that the treatment table had moved. The technologist checked the light field and discovered that the light field and hence the radiation field were not in the position set at the beginning of the treatment before electrical power was interrupted. The clinic estimated that 138 cgy was misdelivered over an area of apprx 21.6 cm x 8.6 cm to a depth of 0.5 cm.